Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. The thread has broked at 4 days after caesarean section. The incident required an surgery revision for the patient.

Manufacturer narrative:
Samples received: 119 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 119 closed pouches. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 7.07 kgf in average and 6.02 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Degradation test results conducted on the samples received after 14 days in a 0.9% nacl solution at 37ºc are 4.34 kg in minimum and fulfil b. Braun surgical requirement of 2.69 kgf in minimum. The obtained values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case has not been confirmed as samples received evidence that the product is within specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.